Manufacturer narrative:
The panel phoenix (B)(6) is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the panel phoenix (B)(6), e. Coli was misidentified as e. Cloacae. There was no report of patient impact. Report 4 of 13.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 21-dec-2023. H.6. Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-307(catalog number 449289) batch number 3241425. The customer returned phoenix generated lab reports, isolates and panels for the investigation. The customer returned lab reports show multiple misidentifications when using the complaint batch. The customer returned isolates were verified with the bruker maldi biotyper. The complaint batch was unavailable for investigation testing and a comparable batch of the same material was used. Customer returns of panel batch 3283067 were also used in investigation testing. To investigate, retention panels of the comparable batch were tested using each of the seventeen customer returned isolates on a phoenix m50 machine and evaluated for identification results. Next, one control panel each from the same material but a different batch were tested using each of the seventeen customer returned isolates on a phoenix m50 machine and evaluated for identification results. Last, customer returned isolates acinetobacter pittii n-1, escherichia coli n-2, n-5, n-6 and n-7 and proteus mirabilis n-3 were inoculated on customer returned panels (batch 3283067) and placed in a phoenix m50 for identification results. All forty-nine panels identified their inoculated isolate correctly; therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, e. Coli was misidentified as e. Cloacae. There was no report of patient impact. Report 4 of 13.